Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided prostate biopsy procedure through normal tissue using the marquee. During the procedure, the stylet of the device allegedly bent. Reportedly the needle allegedly difficult to remove from the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows two marquee device within the package and also it shows the product label information which does matches with tw. Based on the photo review the reported issues cannot be confirmed. Therefore, the investigation is inconclusive for the reported needle bent and difficult to remove issue as no objective evidence was provided for review. A definitive root cause for the alleged needle bent and difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided prostate biopsy procedure through normal tissue using the marquee. During the procedure, the stylet of the device allegedly bent. Reportedly the needle allegedly difficult to remove from the patient. The procedure was completed using another device. There was no reported patient injury.